Manufacturer narrative:
The device investigation was completed on 26-sep-2025. It was reported that a patient underwent an atrial fibrillation afib - paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, only the tip of the catheter was observed; the video does not provided sufficient information related to the occlusion issue; since, no flushing process can be observed at the time of the video recording. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found bent at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal action related to the reported complaint condition was identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube bent was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate irrigation issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) and operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the irrigation tube that was found bent at the tip area. H6. Investigation findings code of "appropriate term/code not available (c22)" represents video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib - paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the device was used on the patient. A pressurized saline bag was used. There were no issues with flow rate change at the start of the ablation.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).